Event description:
During an atrial fibrillation ablation procedure, an object was observed at the distal end of the sheath in the left atrium in ice ultrasound. The product was safely withdrawn into the right atrium. During analysis a small object was noticed on the proximal end of the sheath. When pulled, a long string like object was removed from the sheath. Another sheath was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath was flushed with no material exiting the sheath. The dilator was inserted; a blood like substance and an unknown, orangish substance exited the sheath distal tip and vacuum relief holes. No material consistent with the jacket liner exited the sheath. There no visible evidence of a long, string-like object on the sheath. However, the sheath was dissected and sections of the jacket liner from the interior of the sheath were found torn and delaminated at the proximal end of the sheath, which is consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the jacket liner delamination is consistent with damage during use.